Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event. A review of the treatment report shows a multiple vertical gas breakthrough (vgb) at several points on the cornea. It is unknown why the procedure was not stopped at the point where the first vgb appeared (just before half way through the bed cut). According to the treatment report, the desired flap thickness was 100-m only; however, fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. Additionally, a suction time of more than three minutes was indicated, and it cannot be said if, or how this might have contributed to the reported event, but it points towards some kind of handling issues (docking technique, patient compliance, etc.). The influence of the laser system can be excluded. No technical root cause could be determined as the system is performing within specifications. Contributing factors are the thickness of the cornea, age of the patient, docking technique, dimensions of the channel where gas can escape, corneal scarring. The manufacturer internal reference number is: 2016-31714

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A director of operations reported a vertical gas breakthrough (vgb) occurred during a lasik corneal flap creation. Reporter reported there was subsequent corneal scarring of the superficial stromal tissue of the right eye. Reporter indicated excimer treatment was not performed and the patient was placed on topical steroid eye drop dosage. Reporter relayed the patient received photo therapeutic keratectomy (ptk) at a later date for the corneal scar, and no refractive treatment has been performed to date. The reporter has additional indicated the corneal scarring has cleared.